Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements are partially unavailable. Review the system log file showed enmv_at_startup_high errors. Upon functional testing, fse found that the geometry module tilt kit was faulty. To resolve this issue, fse replaced geometry module tilt kit. After replacement of geometry module tilt kit, system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.

Event description:
It was reported to philips that geometry movements were partially unavailable. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined the geometry module tilt kit was faulty. After replacing the geometry module tilt kit, the device was returned to expected functionality. Philips has started an investigation for this complaint.